Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08344 . It was reported that pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. The anatomy was noted to be ¿tricky¿. A watchman® access system (was) was positioned in the patient. A 33 mm watchman ® laa closure device & delivery system (wds) and a 30 mm wds were each advanced and deployed, but as they did not meet release criteria, they were recaptured and removed. A second 30 mm wds was advanced and deployed. The closure device was deployed and met all criteria so was then released in the laa. Transesophageal echocardiogram was performed and no pericardial effusion was noted. The patient was stable. Approximately 5 hours after the procedure had concluded the patient began having symptoms; pericardial effusion with tamponade was observed. Pericardiocentesis was performed and about 316 ml of fluid was drained. The patient was stable. They planned to leave the pigtail catheter in place until the following afternoon. No further patient complications were reported.